Manufacturer narrative:
(B)(4). User facility is listed in initial reporter.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, when the surgeon fired the device near the pylorus, he/she noticed that the staples disengaged from the tissue in the specimen. Surgeon stated that there was no locking feeling when he/she locked the lever, and the handle was heavy while firing. An additional firing was performed with another stapler onto the patient side of the staple line. The status of the patient: no problem.